Event description:
A customer contacted beckman coulter inc. (Bci) regarding a falsely positive rheumatoid factor result of 20iu/ml generated by the unicel dxc 600 pro synchron clinical systems for one patient. The result was reported out of the lab and was questioned by the physician. The specimen was re-tested using a different reagent lot; however, the repeated result was not provided. Patient treatment was not affected.

Manufacturer narrative:
No system error messages were noted. Bci service was not dispatched. A clear root cause for this event is unknown.